Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and an international philips field service engineer (fse). The fse replaced the oxygen regulator. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Upon further investigation, the oxygen pressure issue was identified during testing. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021 .

Event description:
The customer reported a ventilator that experienced oxygen not going up with pressure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.